Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 11aug2015 our affiliate in (B)(4) received a call from staff in a contact lens (cl) sales shop. The following details were obtained: "the pt had eye disorder (affected eye unknown) twice in (B)(6) 2010." On (B)(6) 2010, the pt consulted an eye care professional (ecp) at an eye clinic complaining about bad eye condition because of lack of sleep. The pt was diagnosed with corneal ulcer. On 12aug2015 our affiliate in (B)(4) contacted the eye clinic for medical interview. The staff at the ecp's office reported the following information: on (B)(6) 2010 the pt purchased 3 cartons of acuvue 1-day moist lenses. "Diagnosis dates: (B)(6) 2010. Subject symptom on (B)(6) 2010: discharge and pain od diagnosis: corneal ulcer od both on (B)(6) 2010. Os was confirmed to be fine. Focal site and size: two ulcers" "ineffectiveness: denied; culture not obtained;" the va was not measured. The pt was instructed to discontinue cl wear, but it is reported that "the pt did not do so." It is also reported that on (B)(6) 2010 "the symptom deteriorated further." The pt was prescribed cravit ophthalmic solution (B)(6)2010 and (B)(6)2010. The pt was advised to return for follow-up appointments, but the pt did not return. The event was noted as "not serious." The clinic attributes the symptom to the pt's sleep without removing 1-day acuvue moist lens." No additional information is expected since the event occurred in 2010. The lot # is unknown and the product was discarded. This event is being reported as a worst case. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.